Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported bolus delivery from the infusion device has been too low for one week. Patient stated delivery from the basal rate is okay. Patient stated when she gave a meal bolus or a correction bolus (more than normal) her blood glucose level was too high; exact reading was not provided. Patient's normal blood glucose level is not provided. Patient reported she is now taking correction via pen is successful. Patient stated there are no health concerns. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.